Event description:
The customer reported white smoke came out from the back of the cell-dyn instrument along with a loud noise. The customer turned off the instrument immediately and injuries were reported. No impact to patient management was reported. The power supply was replaced in order to resolve the issue.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A correction has been add no injuries were reported. A product evaluation was performed in order to investigate this issue. The investigation included review of product history, product labeling, and consultation with the technical services specialist. The customer's power supply was inspected and three of the capacitors inside the power supply were opened up (failed). There was no evidence of a spill or external damage to the capacitors. Per complaint details, there was no external uninterrupted power supply (ups) connected to the customer's cell-dyn 3700 analyzer. Power fluctuations could cause a stress on capacitors. If capacitors are repeatedly subjected to the intermittent power fluctuations over time, the capacitors could fail. The complaint searches for the cell-dyn 3700 and the power supply found that this was the only complaint in 12 months regarding this incident; therefore, it was concluded as an isolated incident. The cell-dyn 3700 system operator's manual, provides basic electrical hazard awareness guidelines for the system user. The manual provides troubleshooting guides to help customers with various instrument problems. Based on the investigation results, a product deficiency related to the complaint incident was not identified.

Event description:
The customer reported white smoke came out from the back of the cell-dyn instrument along with a loud noise. The customer turned off the instrument immediately and no injuries were reported. No impact to patient management was reported. The power supply was replaced in order to resolve the issue.